Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue.   Physio performed a visual examination of the exterior of the device and observed that water could be seen inside of the readiness indicator (ri) opening, and that the device's soft fabric case had rust residue on the fabric.  It was also observed that there were two locations inside the fabric case that had both spider webs and spider molt present. Physio then opened the device to perform an internal visual inspection.  Physio observed water, rust, corrosion and mold inside the device which caused extensive damage to all of the internal components. Physio determined that the cause of the reported issue was use error, as the device had been exposed to a significant amount of water which damaged the device to the point where it was no longer able to power on, charge and shock. The customer was provided with a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the readiness display and would not power on when prompted. There was no patient use associated with the reported event.